Event description:
Adhesive on the dexcom g7 causes extreme rash and discomfort causing the sensor to fall off after a few days due to puss dripping from the skin. This happens every time any sensor is applied. I have worn these for years and in the last 6 months something has changed causing this reaction. Medical treatment has been required by (primary care provider (pcp)) and dermatologist to treat leaving scars on arms.